Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the cutter was pulled out the box and the pa-c noticed the trigger was loose. Device was not used on patient. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). Signs of clinical use and evidence of blood was observed. There was no blood observed on the jaws but specs of blood were observed on the harvesting tool handle. There were no visual conformities observed with the device. A mechanical evaluation was performed to evaluate the function of the toggle. The toggle was positioned the center position as instructed in the instructions for use. The jaws closed as soon as the toggle was positioned at the center. The toggle was then pushed in the forward most position which resulted in the opening of the jaws as intended. The toggle was then pulled until resistance was met. A click sound was heard when the toggle attained the most proximal position. The toggle was not found to loose or disconnected. The handle was opened to evaluate the toggle. There were no non-conformities observed with the toggle. Based on the return condition of the device and the evaluation result, the reported complaint is not confirmed for the reported failure mode " mechanical issue" .

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the cutter was pulled out the box and the pa-c noticed the trigger was loose. Device was not used on patient. The hospital did not report any patient effects.